Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) issue has been completed since the original report was filed. The guidewire was returned for investigation. There were two kinks observed on the guidewire. As per the clinical information provided, the patient was obese and had calcified vessels making it difficult for delivery and hence excessive force was applied during delivery. Per the clinical and product evaluation, the root cause of the delivery issue was patient condition related to diseased vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The medical doctor (md) crossed the aortic valve with a 0.035 pigtail without issues and then exchanged the wire for a 0.018 guidewire. The impella cp was then backloaded via an easy guide lumen and was able to advance, albeit shallow. The md was unable to position the inlet in the mid-ventricular space and reported it felt stiff. The md then removed everything and retried with a bs v18 wire. The impella cp was then implanted, and a catheter lab nurse noted a bend in the 0.018 wire. No patient harm was reported. The patient eventually expired. There is not enough information to associate the use of the device with the patient outcome. The pump was successfully implanted.